Event description:
Reporter called regarding his dreamstation continuous positive airway pressure (CPAP) machine. His first dreamstation was recalled in 2020 due to foam issues causing a buildup of black particles that were inhaled during use. It took philips respironics one year to replace the recalled machine. His second machine required a replacement component for the machine which was made of silicone which has formaldehyde in the ingredient which is a carcinogen. Additionally, the styrofoam in the machine has chemicals associated with cancer. Reporter discovered this while using the machine and experiencing a chemical odor coming from the machine. Upon using the replaced device, reporter developed an adenoid infection that has been ongoing for one year and has lead to issues with tinnitus as a result of inhaling the chemicals from the device. Reporter has stopped using the dreamstation device and has purchased another device for his sleep apnea which his insurance will not cover. Reporter expresses that he has spent a lot of money for tests due to his health issues caused by this machine and exposure to caustic chemicals. Reporter states that "philips is covering up what is going on with this device and needs to be shut down". Reference report: mw5149871.